Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side rupture, severe breast pain, anxiety associated with the device recall, depression associated with the device recall, and recurring (unspecified) illnesses. Patient's representative also reported fatigue not related to the device. The device has been explanted.